Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the stimulation being felt in a different location had not been confirmed by the physician, but the patient and nursing home staff were attributing it to the patient falling. The action that were taken to resolve the stimulation being felt in a different location was that nursing home staff was going to decrease stimulation so that the patient did not sense. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller said that one of their residents had an implant and they would like assistance as they were not able to connect. The caller said they wanted to increase the setting to help control the patient's bladder more. When asked, the patient said that they had noticed a return of bladder symptoms, however they could not remember when this began. They said that the family member just dropped off the patient programmer the day of the report and this was the first time that the patient had been able to connect to the device in quite some time, as the patient did not have the programmer. During the call, the caller was not able to connect with or without the antenna. The patient reported they didn't remember the setting, but they believed it was a higher setting. The potential for ins battery depletion was reviewed. The patient didn't recall the last time the ins was checked by their healthcare provider. The caller was redirected to follow-up with the patient's healthcare provider. Additional information was received. The manufacturer representative reported that with help from the nursing home staff, the patient increased their stimulation on each program and they felt stimulation in their right hip instead of their groin, which was where they reported they used to feel it. The patient reported several falls, but with unknown dates. No interventions had been planned or had occurred at the time of the report. The issue was unresolved. No further complications were reported or anticipated.